Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had discolored additive. The following information was provided by the initial reporter: "additive abnormality. They found the changed additive color in tube. They want to know why additive color is changed."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m had discolored additive. The following information was provided by the initial reporter: "additive abnormality they found the changed additive color in tube. They want to know why additive color is changed."